Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the coating on insertion tube section was found peeling off.additionally, the insertion tube is wrinkled below the protective boot cover. Insufficient angulation due to a stretched angle wire. The forceps channel has restriction when using forceps and channel cleaning brush. The insertion tube and the universal cord are crushed/collapsed, moisture on the electrical connector. Also there are cosmetic scratches on the control body, switch box, insertion tube, grip, angle lever, up/down plate, universal cord, and the scope connector.

Event description:
Olympus (omsc) was informed that the customer evis lucera bronchovideoscope was returned to olympus for repair for a reported ¿insertion part, rubber peeling¿. The customer problem was found during an unspecified event. Upon inspecting and testing, the coating on insertion tube section was found peeling off. No death, injury or harm was reported. This report is being submitted to capture the coating of the insertion tube peeling off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was presumed that the causes were stress during operation, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.